Event description:
It was reported that during the preparation, cs300 intra-aortic balloon pump (iabp) units monitor not visible with numerous disturbances. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 initial reporter is (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and cleaned contacts on cable connector to monitor. Repair completed. Function tests performed with positive results. The equipment was returned to the customer for clinical use.

Event description:
N/a.